Event description:
On (B)(6) 2012, patient reported her infusion set is leaking. Patient stated she notices the leak when she removes the infusion site. Patient reported it is wet under the infusion set when she removes it. Patient inserts the infusion sites into her abdomen using the insertion assist device. Patient stated when she removes the site; the infusion set cannula is not bent or kinked. Patient reported she is unable to determine if the leak is coming from the infusion set or the infusion site. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the infusion device and infusion adapter for evaluation.